Event description:
There was a pop and then an electrical smell from the thoratec ddc/vad. The vad alarmed "battery" and not on ac. The patient flow was never disrupted. The backup vad was readily available. The thoratec was set up and the devices were switched.